Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction where the system is getting hanged and cine and grid switch is unavailable. Fse has replaced cube cvfd-5 assy and unit dig. Kv ma control. Fse reset cube from generator and kvma board. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was hanging during fluoro and cine. There was no report of harm. Philips has started an investigation of this complaint.